Event description:
It was reported that a patient death occurred. In october 2022, a left atrial appendage (laa) closure procedure was successfully completed using a 24mm watchman flx laa closure device with delivery system (wds). Two weeks post index procedure the patient presented to the hospital with asystole. At an unspecified time following admittance to the hospital the patient died.

Manufacturer narrative:
B5 event description updated.

Event description:
It was reported that a patient death occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was successfully completed using a 24mm watchman flx laa closure device with delivery system (wds). Two weeks post index procedure the patient presented to the hospital with asystole. At an unspecified time following admittance to the hospital the patient died. It was further reported the patient cause of death was gastrointestinal complications.